Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/01/2010, 12/06/2010, and 12/13/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical technician reported that following insertion of an intraocular lens, it was noted that there were no axis markings on the iol. Patient impact is unknown. Additional information has been requested.